Event description:
A peritoneal dialysis patient has reported that at the end of his treatment, when he removed the cassette, he noticed a fluid leak from the cassette area. There is no report of patient ill effect. No sample.

Manufacturer narrative:
Device history record review: the DHR was reviewed and the following was found: (B)(4). All the applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and were documented with acceptable results according to applicable procedures. (B)(4). Confirmation of the complaint: the sample was not available for the evaluation. The complaint is deemed as not confirmed. Corrective action: the sample was not available, the complaint is deemed as unconfirmed. Unfortunately without the sample it is not possible to perform an investigation to implement appropriate corrective/preventative actions that lead to avoid this type of incident. Fmc (B)(4) will continue monitoring this type of incident per current procedure.